Event description:
Note: this report pertains to the first of two reported malfunctions occurring during the event. It was reported to boston scientific corporation that an endovive safety peg kit device was used in a percutaneous endoscopic gastrostomy (peg) placement procedure. According to the complainant, during the procedure, the peg tube would not pass over the guidewire. The device was replaced with a second endovive standard peg kit device. Refer the manufacturer report #3005099803-2008-06737 for details regarding the second device.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies related to the reported complaint were noted.